Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would not charge with the charging cable. Blood glucose was 96 mg/dl. Customer was sent a replacement cable. Multiple attempts were made by tandem technical support to follow up with the customer; however, customer did not respond.